Event description:
The rn was obtaining a weight for the neonate. The portable monitor was reported to make a "popping" noise and the screen appeared to have intermittent light. At this time, the rn noted an odor of smoke ("burnt plastic smell") emitting from the monitor and the screen went black. She immediately detached the monitor from the infant and unplugged the unit. A replacement monitor was subsequently obtained without issue.health professional's impression: the monitor malfunctioned. The odor of smoke was present from the back of the monitor and the screen failed.manufacturer response for monitor, physiological, mp70: the vendor was contacted at the time of the event. The biomedical department was notified immediately to evaluate the unit. The unit was removed from service for evaluation. The biomedical technician discovered that the power supply board was burnt and replaced the board. Philips was then contacted to update the software. The monitor was tested for 2 days to verify the unit worked according to the manufacturer specifications and was returned to service.